Event description:
On (B)(6) 2015 a patient (pt) sent an e-mail to our affiliate in (B)(6) advising that ¿I had damage to the corneas of my eye (ulcer) that were caused by the use of cont acuvue oasys contact lenses (cl).¿ the pt advised that he/she was treated in a clinic for ¿more than a week.¿ the pt advised that ¿the injury was caused from the use of lenses with the wrong diameter.¿ the pt advised that he/she had ¿irritation, poor oxygenation of the eye, saturation of the lenses quickly lowering its durability, tension pain in the face and on the face.¿ the pt also advised that he/she experienced discomfort immediately on inserting the lenses. The pt advised that he/she ¿purchased the lenses from an eye care provider (ecp).¿ the pt stated that the ecp advised that the pt ¿developed keratitis and that the keratitis developed into an right eye ulcer.¿ the pt reported that he/she was treated with an antibiotic and artificial tears. The pt advised that he/she can¿t recall the how many times daily the medication was used od. The pt advised that the od had improved and the ecp allowed the pt to return to cl wear. The pt advised that the suspect cls were discarded, but the lot number was provided. On (B)(6) 2015 the pt¿s medical records were received from the pt via e-mail. Translation of the document revealed the following medical information: the pt presented to the urgent care provider on (B)(6) 2015 and complained of discomfort od for 1 day prior to the visit. Dx: corneal ulcer od. The pt was treated with refresh tears 1 drop every hour and moxifloxin ophthalmic solution 1 drop every hour, bed rest, and analgesic every 4 hours if needed. On (B)(6) 2015 additional information was received from the pt¿s ophthalmologist as follows: ¿the final diagnosis is ulcer in cornea for right eye.¿ the pt wore the ¿soft contact lenses in extended wear.¿ the ecp started treatment with moxifloxacine and analgesics. The location of the ulcer in the pt¿s od is in the superior paralimbar area and ¿has a 1 mm diameter intraocular inflammation, tyndall negative. The ecp advised that this case ¿could be considered as serious event, adverse.¿ on (B)(6) 2015 the pt called and advised that he received the wrong base curve in the contact lens ¿due to the contactologist error.¿ the pt advised that the ecp at the ¿urgent care facility¿ initially told him he would not be able to use lenses again. The ecp than advised with subsequent follow-up was then advised that ¿he/she could wear the lenses during the day only.¿ on (B)(6) 2015 additional information as follows was received from a representative at the pt¿s treating ecp¿s office: ¿the pt is ok.¿ also on (B)(6) 2015 a call was placed to the pt and the additional information was received: the pt advised that the doctor reported ¿normal anterior segment and approved to retry to wear contact lenses.¿ the pt was reportedly wearing lenses and is feeling ok, ¿but with a non-serious sensation of non-comfort.¿ the pt advised that the ecp ordered the use of artificial tears. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.